Event description:
This report was received from (B)(6) and is a spontaneous report by a nurse from (B)(6) of pain and peritonitis patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). On an unreported date, the patient experienced pain. On (B)(6) 2011, the patient experienced peritonitis. The cause of the peritonitis was unknown. Treatment information was not reported. Dianeal therapy was ongoing. The patient was recovering from the peritonitis and was a little better at this time. The outcome for the event of pain was not reported. Concomitant medications were not reported. The nurse stated that the event of peritonitis was unrelated to dianeal therapy. An opinion of causality was not reported for the event of pain.

Manufacturer narrative:
(B)(4). Additional information: a batch review was conducted on potentially associated lot number: gd888503, gd888107, and gd887034 with no defects noted during the manufacture of these lots related to the reported condition. The condition was not confirmed. No device malfunction or use error was identified, as no sample was returned. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event.